Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 near lcd screen, j2, j6, j7 / pcba 2 j1 connector / force sensor / motor]. Unable to measure force sensor zero offset due to moisture on the force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked case, broken belt clip rails, and label damage(faded/stained/peeling). Critical pump error (open book image) alarm confirmed during analysis due to severe moisture damage on the [keypad flex connector / pcba 1 near lcd screen, j2, j6, j7 / pcba 2 j1 connector / force sensor / motor]. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where label damage(faded/stained/peeling) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with an open book critical pump error and serial number sticker was worn. The customer reported blood glucose values of 500 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-1884l, mmt-342, mmt-441ag and mmt-7040ma. Troubleshooting was performed for open book image error and explained the pump performs safety checks and an error was found. Troubleshooting was performed for high blood glucose and it was found that the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer was used the auto mode feature. Troubleshooting was performed for serial number label damage. No further patient complications were reported. Mmt-1884l was requested for return. No product return is required for mmt-342, mmt-441ag, mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.